Event description:
Caller reported damage to a tandem charging cable, which caused it to come out when plugged in, rendering charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the damaged charging supplies with a shipment using two-day shipping.